Manufacturer narrative:
The supplemental report was submitted with failure analysis codes by mistake as there were no failure analysis results. The supplemental also mentioned an incorrect event date in section of the initial report. However, the date was correct in the initial report. Furthermore, the supplemental report had the wrong aware date in section . The correct aware date is (B)(4) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 182 mg/dl. The customer was assisted with troubleshoot and customer stated that unexpected restart had recurred. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2015.

Event description:
Aware date is changed to (B)(4) for svn (B)(4).